Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) wound was ¿inflamed and festering slightly.¿ the patient¿s wound was disinfected and covered with dressing material. It was noted that according to the patient¿s physician, the ¿patient had caused the infection twice in the past, so there was a possibility that the patient was susceptible to infection.¿ system impedances were noted as 1000 ohms. The patient was referred for additional follow-up at their implantation hospital. Though no surgical interventions had been performed or scheduled, it was noted that a surgical intervention was planned. The failed back surgery syndrome (fbss) patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was hospitalized for examination at the time of report and it was unknown at that time whether an infection had occurred. It was noted that regardless of the examination results, it was planned to remove the whole system on (B)(6)2019. There were no further complications reported or anticipated.